Event description:
Device malfunction: failed needle. Time of malfunction: during vessel closure. Symptoms/ae: surgery for hemostasis. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of an unspecified vessel after a interventional procedure. Reportedly, one of the needles fail to come through the device. A cut down in the subcutaneous tissue was needed to remove the suture. Hemostasis was achieved with surgery. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the device was received with the handle in the deployed position. The posterior medical needle was exposed from the guide. The sutures and the rest of the needles were not returned with the device. The needle slots and suture ports appeared normal. There was a needle strike mark on the barrel face suggested that the needles might have been deflected by an unidentified cause. The sheath was deformed/kinked below the crimp ring and holder stopper due to the twisted needle inside the sheath, which is undetermined. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.